Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold. Opening linear on radius and yellow particles leak test and microscopic analysis was performed which identified: sharp opening on radius and wear abrasion. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation and "patient¿s concern with the product." Device remains implanted.